Manufacturer narrative:
The following additional information received per the patient profile form (ppf) indicates that the patient became aware of the alleged events six years and six months post implantation. The patient underwent a computerized tomography (CT) scan where there was blood clotting seen above the filter. The patient also reports to have occlusion of the inferior vena cava (ivc) and to be suffering from pain, mental anguish, stress, and anxiety. According to the information received in the medical records, the patient has a history of deep vein thrombosis (dvt) and abdominal aortic aneurysm endograft repair. During the filter placement procedure via the right groin, the filter was deployed in the infra-renal vana cava without difficulty. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, caval thrombosis, occlusion of the inferior vena cava (ivc), mental anguish, stress and anxiety. The indication for the filter implant was deep vein thrombosis. The patient also has a history of an abdominal aortic aneurysm endograft repair. The filter was placed via the right common femoral vein and deployed in the infra-renal vena cava without difficulty. The procedural notes indicate an uncomplicated inferior vena cava filter placement was performed with good technical results. No luminal clot or congenital anomalies were identified. Approximately six years and six months later the submitted for a computed tomography (CT) scan which showed blood clotting above the filter. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, neither a device analysis nor a device history record (DHR) review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, thrombosis in the filter and occlusion of the ivc do not represent a device malfunction, rather clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. With the limited information provided is it not possible to draw a clinical conclusion as to what factors may have contributed to the reported events. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided it is not possible to draw a clinical conclusion between the reported events and the filter, additionally, given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, caval thrombosis. As a direct and proximate result of this malfunction, the patient, suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further and proximate result, the patient, has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of defendants¿ optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, caval thrombosis. As a direct and proximate result of this malfunction, the patient, suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further and proximate result, the patient, has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.